Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 79.1 - 80.7 cm and 82.1 cm - 82.6 cm from the connector pin. An insulation abrasion breaching the inner lumen was noted at 81.0 - 81.6 cm from the connector pin. Destructive analysis found the inner wall between the inner coil and the re cable lumen were breached, the etfe insulation of one rf cable was abraded in same area, which could have caused the short between the conductors found during analysis.